Event description:
It was reported that noise was observed on egm. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead was returned. Electrical tests indicated that the outer coil was open. Multiple external insulation abrasions were noted at 5.7cm to 13.1cm from connector pin and between 33.3cm to 40.4cm from distal tip, consistent with friction against the ICD can. At one location the outer coil was fractured. An internal insulation abrasion the rv lumen was observed between the shock coils at 6.4cm to 7.6cm from distal tip and the rv cables were intact.